Event description:
The patient is reporting episodes of intermittencies. External equipment was exchanged and programming adjustments were attempted; however, this did not resolve the problem. Testing of the device shows that it is functioning. Surgery to explant the pt's device will be scheduled.